Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an insulin occlusion alert that was followed by elevated blood glucose levels. A parent later reported that after the occlusion alert occurred, the patient¿s blood glucose went high and remained out of range for approximately three hours. The patient experienced symptoms including thirst and the presence of ketones during the event. The infusion set in use was a teflon contact detach infusion set. After the infusion set was changed, the occlusion alert resolved and insulin delivery was resumed. The device alerted for high blood glucose, and blood glucose levels subsequently decreased into range as insulin delivery continued. Assistance was provided by a parent out of kindness, and no medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.